Manufacturer narrative:
The insulin pump was received with operating currents within specification. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No prime anomalies were noted. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call the insulin dripped continuously after the motor stopped. There was no blood glucose provided. The customer mentioned that the load reservoir process did not complete without insulin exiting out of the tubing. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.